Event description:
The customer reported that when the pod was removed, he noticed that the needle had not retracted back into the pod.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure to retract or to determine its root cause. Lot qualification records were reviewed and the product lot met all acceptance criteria.